Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor error. The event occurring during testing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found force sensor tests. Functional testing was able to duplicate the customer reported issue. When the pump powers up, it alarms, and force calibration is out of spec. The investigation determined the force sensor was not in calibration. The force sensor was calibrated.